Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection, the customer's non-zoll battery failed testing and was replaced to resolve the customer's report. Zoll medical corporation strongly recommends only zoll batteries and accessories be used with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.